Manufacturer narrative:
Concomitant medical products: 2.0 x 8 mm sprinter and 2.25 x 8 mm cypher. The product has been returned for evaluation, however, the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the physician noticed fluid escaping the catheter between the strain relief and the hub. This was noticed at the end of the case. There were no anomalies noticed when the device was taken out of the package. The device was pulled from the packaging by the hub, but no anomalies were noted. The device was prepped following IFU instructions. There was no difficulty encountered flushing the device. There was no difficulty/anomaly encountered with the hub of the device, the hub was intact as it was prepped and used. The catheter was steered distal to the hub and closer to the sheath it was in. There was possibility of air escaping into the bloodstream, as the manifold was opened and fluid was administered through the catheter, the force could have pulled air into the bloodstream. The patient was stable and there were no complications during the procedure. The patient is recovering from the procedure.

Manufacturer narrative:
The complaint report stated that at the end of a procedure, the physician noticed fluid escaping the catheter between the strain relief and the hub. No patient injury occurred although the reporter considered the possibility that as the manifold was opened and fluid was administered through the catheter, the force could have pulled air into the bloodstream. No anomalies had been noted prior to use. The catheter had prepped normally and no leakage was noted for most of the procedure. A non-sterile 5fr vista brite tip guide catheter was returned for analysis; no visual defects were found initially. The catheter was flushed and a leak below the hub was identified. The ID band/strain relief was removed and damage on the proximal shaft was found. The damage included a longitudinal split in the body. A review of the manufacturing documentation associated with this lot was performed and no issues related to this complaint were identified. The complaint was confirmed; the cause of the leakage was damage below the ID band/strain relief caused by the molding process. (B)(4) was opened it address this issue.